Manufacturer narrative:
Block h6: imdrf device code e2114 captures the reportable event of perforation. Imdrf device code e0138 captures the reportable event of undesired sensations. Imdrf device code e1621 captures the reportable event of weakness. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate gallbladder drainage during an endoscopic ultrasound (eus) choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, the physician reported difficulties during the final step of deploying the stent; it did not open properly. The device was reported to be currently implanted; however, an additional non-boston scientific device was inserted to complete the procedure. It was reported that the patient suffered a perforation due to the issue and experienced undesired sensations and weakness as a result of the issue. The patient was reportedly hospitalized due to inadequate bile duct drainage. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) choledochoduodenostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the common bile duct and the duodenum during a choledochoduodenostomy procedure.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code e2114 captures the reportable event of perforation. Imdrf device code e0138 captures the reportable event of undesired sensations. Imdrf device code e1621 captures the reportable event of weakness. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f08 captures the reportable event of hospitalization. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis without the stent, only the handle was returned. Visual inspection noticed that the inner sheath was kinked. The device analysis could not confirm the reported events of stent positioning issue and stent difficult to deploy. The stent was not returned, only the handle was returned, and it was found that the inner sheath was kinked. Stent positioning issue is noted within the IFU as a possible adverse event associated with the use of the device. Additionally, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Due to lack of evidence and without proper evaluation of the stent, the stent difficult to deploy issue was most likely due to the physician's device manipulation during the procedure or related to a device malfunction. The investigation concluded that the additional observed damage was most likely to procedural factors such as excess of force or the manner as the device was handled and manipulated. The excessive manipulation of the device without enough care could have induced the defect found. On the other hand, the clinical observations could not be confirmed as they happened during the procedure and there is not an objective evidence or descriptive conditions to establish the cause of the reported events. Therefore, taking all available information into consideration, the overall root cause of the reported events is known inherent risk of device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue and perforation are noted within the IFU as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate gallbladder drainage during an endoscopic ultrasound (eus) choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, the physician reported difficulties during the final step of deploying the stent; it did not open properly. Finally, after release the flange deployed under the level of the duodenal wall. The device was reported to be currently implanted; however, an additional non-boston scientific device was inserted to complete the procedure. It was reported that the patient suffered a perforation due to the issue and experienced undesired sensations and weakness as a result of the issue. The patient was reportedly hospitalized due to inadequate bile duct drainage.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate gallbladder drainage during an endoscopic ultrasound (eus) choledochoduodenostomy procedure performed on (B)(6) 2025. During the procedure, the physician reported difficulties during the final step of deploying the stent; it did not open properly. The device was reported to be currently implanted; however, an additional non-boston scientific device was inserted to complete the procedure. It was reported that the patient suffered a perforation due to the issue and experienced undesired sensations and weakness as a result of the issue. The patient was reportedly hospitalized due to inadequate bile duct drainage. Note: it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) choledochoduodenostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the common bile duct and the duodenum during a choledochoduodenostomy procedure.

Manufacturer narrative:
Block h6: imdrf device code e2114 captures the reportable event of perforation. Imdrf device code e0138 captures the reportable event of undesired sensations. Imdrf device code e1621 captures the reportable event of weakness. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f08 captures the reportable event of hospitalization. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis without the stent only the handle was returned. Visual inspection noticed that the inner sheath was kinked. Functional stent deployment inspection was performed, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Product analysis could not confirm the reported clinical observation events, as they happened during the procedure and there is not an objective evidence or descriptive conditions to establish the cause. Perforation is noted within the instruction for use (IFU) as a possible adverse event associated with the use of the device. On the other hand, based on the information provided, the as reported code device use of device issue - misuse can be confirmed. The investigation concluded that the additional observed damage was most likely due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Additionally, excessive manipulation of the device without enough care could have induced the defect found. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The instructions for use states that the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted between the common bile duct and the duodenum during a choledochoduodenostomy procedure; however, it was reported that the axios stent was intended to be implanted during an endoscopic ultrasound (eus) choledochoduodenostomy procedure. Additionally, perforation is noted within the IFU as a possible adverse event associated with the use of the device.